Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "b temp error". A getinge service technician was on site on 2021-09-15 to repair the affected rotaflow (serial# (B)(6)). The technician replaced the rfc (rotaflow console) power supply board (material# 70101.1675). After the replacement the device is working as intended. An investigation of a rotaflow system that exhibited a similar issue "b temp error/power supply board defect" was performed in getinge life cycle engineering on (B)(6) 2021. The most probable root cause could be determined as: a defect capacitor c21 on the power supply board which led to the reported failure. Based on these investigation results the reported failure could be confirmed. A device history review (DHR) was performed on (B)(6) 2021 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the rotaflow displayed the error message ¿b temp error¿ after start up of the device. A spare device has been used for patient treatment. Complaint ID: (B)(4).